Manufacturer narrative:
The company representative observed during the running of pneumatic diagnostics the display froze. After system reboot, the iabp may have no display or just at the end of the system self test and electrical code fail #39/ communication hc11 failed to interrupt 6809 and/ or 68020 datasette, will display. The main cpu pcb was defective. The main board (part number: 0670-00-1152e), kwik wrap iabp ((B)(4)), p-clamp with mounting ((B)(4)), grommet ((B)(4)) and cable ac line cord 110volt ((B)(4)) were replaced. Helium tank gauge reads 1047 psi. Checked pneumatic performance service diag's. Performed functional tests and verified balloon pump meets factory specifications. Performed electrical safety tests and complete pm with full calibration. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp generated an "electrical test failure code #39" (comm hc11 failed to interrupt 6809 and/or 68020 cpus). No patient was involved.